Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2005: patient underwent following procedures: gill laminectomy l5; posterior lumbar fusion l5, s1 legacy, bmp, mastergraft and emg @ 900 posterior. Patient underwent surgery using rhbmp-2/acs, mastergraft and legacy rods, screws. On (B)(6) 2006: patient presented with isthmic spondylolisthesis at l5-s1 and continued back pain. Pre-op diagnoses: possible pseudoarthrosis l5-s1; possible primary discogenic pain l5-s1. Per op notes, the entire disk was removed. Disk material was removed from within the spinal canal. The precision graft packed with bone morphogenic protein was nicely placed across the segment. Intraoperative x-ray was satisfactory. Findings: there did appear to be some mild motion at l5-s1 disc, consistent with a pseudoarthrosis at l5-s1. No complication reported.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.